Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented cat # 5515-f-302; lot # drtr. Sterile fluted headless 1/8" pin 3.5" long, cat # 7650-2038a, lot # rd5s0716. Triathlon ps x3 tibial insert, cat # 5532-g-311, lot # mjl5kn. Triathlon asymmetric x3 patella, cat # 5551-g-320, lot # ox14. Simplex p full dose 1 pack, cat # 6191-1-001, lot # r1r133 and rcr051. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called to report that she is experiencing pain on the side of her knee, hurts when she moves, and when she walks. Bottom part hurts all the time. Is swelling. Knee pops on the bottom where they cut the bone. Pt asked if her knee was part of a recall."